Event description:
It was reported that during a transcatheter heart valve procedure, a patient with a type 0 bicuspid valve, severe calcification, and an annulus of 27.8mm had a 34mm valve implanted. A 24mm balloon was used for a post-implant balloon dilation, but the valve dislodged into the ascending aorta. Consequently, a 29mm valve was implanted in the patient. A stiff guidewire was used to position the inflow end of the 34mm valve to the coronary region of the 29mm valve, which was successfully performed.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34us (lot: 0012367900); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evprop34us (lot: 0012367901); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.